Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated'), embedded device ('essure coil imbedded sideways into uterus') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine") and menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). Essure was removed in 2014. At the time of the report, the device dislocation, embedded device, ectopic pregnancy, pelvic pain, migraine and menometrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, ectopic pregnancy, embedded device, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient experience another pregnancy episode which was captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated'), embedded device ('essure coil imbedded sideways into uterus') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine") and menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). Essure was removed in 2014. At the time of the report, the device dislocation, embedded device, ectopic pregnancy, pelvic pain, migraine and menometrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, ectopic pregnancy, embedded device, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient experience another pregnancy episode which was captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.